Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced.